Event description:
Healthcare professional (hcp) reported homepatient (hp) felt pain, similar to excessive air, after using the homechoice cycler for apd therapy. Hcp reported the hp performed a manual exchange after using the homechoice and visibly noted air draining from his peritoneum. Hcp requested a homechoice cycler replacement, as the hcp was unable to determine how the hp received air and wanted to eliminate the homechoice cycler as a possibility. Hcp states there was no pt injury or medical intervention as a result of this incident.